Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated that they went to plug their stimulator in this morning to charge, but the controller was not coming on at all. Patient stated that the controller fell on the floor and the cover to the battery pack came off. Patient said that they took the battery out and put it back in, but when they turned the controller on, it said that it had lost memory. Patient mentioned that they used to have to recharge their implant every 3-4 days, but now they were having to recharge the implant every other day. Patient said that their back had been very sore lately and that they didn't know if it was from being busy a lot more than they normally are, walking more or doing more exercise. Patient also mentioned that last night they laid down in their chair and felt the stimulation and increased the stimulation, but they were still getting back aches. Patient denied any recent falls/trauma. When asked for event date, patient mentioned they noticed the back ache and back soreness a week ago. Agent had the patient inspect the recharger for damage and patient denied any damage. During the call, patient started a charge session; controller showed 70% and implant 30% recharging with excellent quality. Agent informed patient to continue charging their implant, turn the stimulation on once the implant is charged and if the patient wasn't getting any relief to follow up with their healthcare provider to further address the issue.